Event description:
Complainant alleged that while attempting to treat a female patient (age unknown), the device displayed a "compressor fault-2001 " error message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported issue could not be duplicated. Review of the internal event log identified alarm #2001 (self check failure), which does not necessarily indicate a device malfunction. This alarm may be triggered by airway obstruction (e.g., red cap not removed), kinked tubing, wet/dirty flow screens, or compressor connection issues. The device underwent stress and operational testing, including testing with customer settings, and no faults were identified. Internal inspection revealed dirty flow screens. The flow screens were replaced to reduce the likelihood of recurrence. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.